Manufacturer narrative:
Failure analysis confirmed button error alarm due to corroded keypad traces. No moisture damage was found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a button error and that the buttons appear to be sticky. He was able to clear the button error alarm. His blood glucose level reading was 119 mg/dl. The customer decided to replace the insulin pump. He was advised to continue use and to monitor the insulin pump until the replacement device arrives. He agreed to return the insulin pump for analysis.